Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inventory information was not updating on pick and fill report. A technical support specialist found that the station encountered a data synchronization error requiring manual recovery, during which the retry process failed due to a foreign key constraint issue. Secure link access was granted but repeatedly timed out, preventing station access despite multiple attempts and reinstallation. The case was escalated and reassigned, secure link access approval was pending, and a handover was arranged to proceed with fixing the data synchronization and retry mode and restoring the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, inventory information was not updating on pick and fill report. User rebooted the device, but issue persisted.there were no adverse events or injuries reported based on this event.